Event description:
A report was received that the patient remained in the hospital due to burning sensation at abdominal area following the implant procedure. The physician removed paddle lead from epidural space and left it in the tissue to do an MRI.

Event description:
A report was received that the patient remained in the hospital due to burning sensation at abdominal area following the implant procedure. The physician removed paddle lead from epidural space and left it in the tissue to do an MRI.

Manufacturer narrative:
Additional information received indicated that the patient's symptoms resolved once the paddle lead was removed from the epidural space. The physician does not believe that the abdominal sensations were device related. The patient is reportedly doing well. A review of the manufacturing documentation of the lead found that no anomalies or deviations potentially related to the event occurred during manufacturing.